Event description:
Journal reference: czernecki v, schupback m, yaici s, et al. Apathy following sybthalamic stimulation in parkinson disease: a dopamine responsive symptom. Mov disord. 2008;23(7):964-969. The study was to evaluate the effects of the dopamine d2-d3 agonist ropinirole in pts who developed apathy after complete withdrawal from dopaminergic medication following successful subthalamic nucleus (stn) stimulation for advanced parkinson disease(pd). We assessed apathy (apathy scale, apathy inventory), mood (montgomery-asberg depression rating scale), cognitive functions (mattis dementia rating scale, frontal score, executive tests) and motor state (updrsiii) in 8 pd pts treated with stn stimulation without dopaminergic treatment and who became apathetic. Reportable event: pt 2, a female after stn she had a lack of energy, very tired, and severe apathy. After 3 day treatment with ropinirole, apathy disappeared, but loss of emotion and feeling of strangeness persisted. See MFR report 2182207200805641.